Event description:
Back part of brush head fell off (device breakage). No adverse effect (no adverse effect). Case description: a male consumer reported while using an oral-b brush head, version unknown, on an unknown oral-b rechargeable toothbrush, version unknown, the back part of the brush head fell off and he almost swallowed the brush head. The consumer mentioned the event had happened before. The brush head was used for about 3 months. Concomitant product: crest toothpaste version unknown. The case outcome was no symptoms.

Manufacturer narrative:
A lot number or product was not provided by the reporter; therefore, unable to proceed with lot check/batch retain testing. See scanned page.